Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# j0537759v, implanted: (B)(6) 2005, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 7427, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator; product ID 3888-33, lot# j0537544v, implanted: (B)(6) 2005, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The manufacturer representative reported that impedance measurements were taken and were greater than 3600. The patient was getting good stimulation and no trauma or falls were reported. The electrodes being used were 10, 11 and 12 and the therapy impedance for group a1 was showing >3600 and group a2 showed 509ohms. The patient had a flare up of symptoms at the paresthesia area suddenly six months ago. It was found that electrodes 8, 9, 10, 11, 12 were showing normal values and the patient was getting stimulation from those combinations. Troubleshooting resolved the reported issue. The indication for use was complex regional pain syndrome type ii. If additional information is received a follow-up report will be sent.